Event description:
The report from the affiliate indicated approximately three and one-half months (3 1/2) months after the index procedure, the patient experienced chest pain and went to the outpatient department of the hospital. Coronary angiography revealed an 80% in stent restenosis (isr) of the previously placed cypher select 3.5x28mm stent. There was no reported associated thrombus. The lesion was pre-dilated with a ryujin 2.5mm balloon at 16 atm. A cypher select 3.5x28mm stent was used to treat the restenosis up to the left main coronary artery. Ivus was not done. The residual stenosis was 9.34%. The flow post-procedure was timi 3. The patient was reported to be compliant with her antiplatelet therapy.

Manufacturer narrative:
The target lesion for the index procedure was the proximal left anterior descending (lad) coronary artery near the distal left main. The lesion was reported to be: de novo, and heavily calcified. The lesion was pre-dilated with a 2.0mm maverick balloon, and a 2.5mm balloon at 12 atm for 30 sec. A cypher select 3.5x28mm stent was deployed at 14 atm. The stent was post-dilated with a 2.75mm conquest balloon at 20 atm. The residual stenosis was 0%. The flow post-procedure was timi 3. Ivus was not done. There was no additional lad lesion left untreated. Please note that device (lot# i0706022) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.